Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 29-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50707329) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), bone pain ("skeletal pain"), arthralgia ("hip pain"), ageusia ("loss of taste "), anosmia ("loss of smell"), pollakiuria ("frequent urination") and loss of libido ("loss of libido"). Essure treatment was not changed. At the time of the report, the pelvic pain, bone pain, arthralgia, ageusia, anosmia, pollakiuria and loss of libido outcome was unknown. The reporter provided no causality assessment for ageusia, anosmia, arthralgia, bone pain, loss of libido, pelvic pain and pollakiuria with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50707329) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), bone pain ("skeletal pain"), arthralgia ("hip pain"), ageusia ("loss of taste "), anosmia ("loss of smell"), pollakiuria ("frequent urination") and loss of libido ("loss of libido"). Essure treatment was not changed. At the time of the report, the pelvic pain, bone pain, arthralgia, ageusia, anosmia, pollakiuria and loss of libido outcome was unknown. The reporter provided no causality assessment for ageusia, anosmia, arthralgia, bone pain, loss of libido, pelvic pain and pollakiuria with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.